Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that some of results in the their onetouch verio iq meter were showing as control tests not blood glucose tests. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter would not power on. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).